Event description:
A malfunction alarm was reported with no notable events occurring prior to the incident. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer was unable to reset the pump at the time and planned to call back after acquiring a charging pad to complete the reset.